Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device underwent a surgical procedure and received an inappropriate atp and shock therapy as a result of oversensing and noisy signals from the surgical procedure. Additionally, at the same time during the surgical procedure, a sam episode was stored, and the vector was switched and became disabled. The episodes were reviewed and found that they were corelated to the surgical procedure. Diagnostics and impedance measurements were reported within the normal limits. The device currently remains in service. No adverse patient effects were reported.